Event description:
It was reported that there was no audio on the eagle 4000 patient monitor due to a hardware failure. There was no death or serious injury associated with this event, nor was medical intervention required. Ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed.